Manufacturer narrative:
Evaluation summary: no product, surgical notes, or x-rays were returned. The exact cause for revision cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2008, and that the patient was revised in 2009 because the glenoid component became loose.